Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised enduser stated could not turn unit on and off with power button. Dealer advised replaced unit. Dealer advised brought unit back to facility and tried to replace on off switch but through the hole where it should have been installed seen a spark inside of the unit and then dealer turned unit off.

Manufacturer narrative:
Product was returned for evaluation. The return fields in (B)(4) state: stationary concentrators. Other, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was not confirmed for the any sparks during testing. The concentrator was received with the power switch in the wrong direction and the wiring disconnected. Complaint was not confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Dealer advised enduser stated could not turn unit on and off with power button. Dealer advised replaced unit. Dealer advised brought unit back to facility and tried to replace on off switch but through the hole where it should have been installed seen a spark inside of the unit and then dealer turned unit off.